Manufacturer narrative:
The event of infection - ndr is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of upper respiratory infection, deemed not related to the device is considered an unexpected adverse drug experience.

Event description:
Health professional reported a serious, non-device related event of "upper respiratory infection" after a patient was injected in the jawline with juvéderm volux¿ xc. Treatment was required, noted as ¿zpak, 500 mg." Event is recovered/resolved.